Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3: device evaluated by mfg = device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an upper extremity shoulder embolization, the hub of a torcon nb advantage angiographic catheter separated upon the second power injection at 750 psi. The catheter hub was flushed with heparinized saline. Access was obtained in the femoral artery to target the left upper extremity, and the catheter was advanced through another manufacturer¿s 5-french sheath. The anatomy was not stenosed, tortuous, or calcified, and resistance was not encountered upon insertion or advancement of the catheter. The patient was reportedly radiated twice before the user noticed that the hub had separated. The catheter was pulled out of the patient, and another catheter was used to successfully complete the procedure. The patient was hospitalized for a pre-scheduled surgery after the embolectomy. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
Summary of event: as reported, during an upper extremity shoulder embolization, the hub of a torcon nb advantage angiographic catheter separated upon the second power injection at 750 psi. The catheter hub was flushed with heparinized saline. Access was obtained in the femoral artery to target the left upper extremity, and the catheter was advanced through another manufacturer¿s 5-french sheath. The anatomy was not stenosed, tortuous, or calcified, and resistance was not encountered upon insertion or advancement of the catheter. The patient was reportedly radiated twice before the user noticed that the hub had separated. The catheter was pulled out of the patient, and another catheter was used to successfully complete the procedure. The patient was hospitalized for a pre-scheduled surgery after the embolectomy. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Investigation evaluation: reviews of the complaint history, device history record (DHR), manufacturing instructions, instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The hub was separated from the catheter¿s strain relief. There was no catheter material in the hub; however, glue residue was noted inside the strain relief. No other damage was noted. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the final or sub-assembly lots. A review of complaint history found no additional relevant complaints for the final or sub-assembly lots. The customer followed relevant instructions in the IFU (instructions for use). A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to this event. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.